Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a single pacing lead impedance measurement greater than the programmed upper limit. All other impedance measurements were within range. There were no adverse consequences to the patient as a result of the event, and the patient will be monitored with routine follow-up.